Event description:
The clinician reports the implant was inserted on (B)(6) 2018 in ada 20. On (B)(6) 2025, fracture of the implant was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.